Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a clear fragment. Upon visual inspection, engineering confirmed that the tip of the obturator was fractured. The fragment returned did not complete the obturator tip when reassembled. The complainant noted that the obturator tip broke on the prep table before the fourth usage on the same patient. It is likely that the obturator tip was damaged due to a combination of lipid exposure and material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via telephone from team member on may 09, 2017: the cannula was still in the patient when the obturator broke. As they only opened sleeves and it came apart during cleaning before using with a 4th sleeve. They removed the product and put in a bag during the case so that nothing was lost but did not save the cannula at the end of the case as it had nothing to do with the aperture breaking off.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap low anterior resection. Incident description: the trocar was used 3 times and just before the fourth time the tip broke off. Luckily it was on the prep. Table, so there was no patient harm. It broke off during the preparation while they were cleaning/wiping it off. The trocar was on the trolley before use and nothing fell on it and the trocar also did not fall before. Patient status: no patient injury or illness occurred associated with the complaint event.